Event description:
The patient received a shock with several vf detections due to ventricular noise. Noise was repeatable when wiggling the chest. After explanting the device, the physician unscrewed all the connectors of the lead. The is-1 connector was difficult to remove. Blood/fluid was observed on the lead connector. The physician does not know whether this is a lead or connector issue. The device and lead were explanted.

Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported event of noise and inappropriate therapy was confirmed by review of the stored egm's. The device was evaluated and found to function normally. The root cause of the noise and inappropriate therapy is believed to be a lead anomaly. Automated test system test was performed and no anomalies were detected.